Event description:
Customer reported that she has been changing the battery on the insulin pump and kept receiving failed battery tests after a few hours and the battery symbol goes blank. Customer stated that the contacts on battery cap are not missing or damaged and the battery compartment and spring are not corroded. Customer was instructed to clean the battery cap and reinsert the battery; customer received a failed battery test again. Blood glucose value was 258 mg/dl; treated with manual injection. Nothing further reported

Manufacturer narrative:
The insulin pump was received with blank display due to broken solder joint of power connector on interface board. Unable to verify failed battery test alarm due to blank display. The insulin pump has cracked case at display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.